Manufacturer narrative:
Investigation results: visual investigation: the complained femur extension stem shows visible material deformations at the area of the interface to the femoral component. The components were examined visually and microscopically. Presumably, the individual components (femoral component, meniscal component and tibial component) were reassembled after explantation the wrong way. The femur box exhibits bone cement residues on the whole intended area. The bone cement shows traces of integration to cancellous bone. It has also been found that the femoral component was implanted with wedges. The medial side of the femur box exhibits clearly visible imprints which were caused from the femur stem. The interface of the stem to the femur box shows visible traces of movement between both components. The enduro hinge ring shows little signs of hyperextension. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with nr408z - as femur extens.stem 5° d18x117 cem.less. According to the complaint description, the revision surgery was 8 years post surgery due to loosening of locking nut. Implantation: (B)(6) 2011. 1. Revision: (B)(6) 2013. 2. Revision: (B)(6) 2021. Implantation of the enduro ktep on the left on (B)(6) 2013 as part of a two-stage septic prosthesis change. There were no interim follow-up visits. Before the peracute deterioration, the knee had not been pain-free for some time. The current deterioration was also preceded by a fall. Radiological disconnection of the anchoring nut with uncoupling of the femoral component from the stem extension and subsequent instability. The result was instability of the knee joint, which led to revision surgery. A revision surgery was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nr177z - as tibia offset stem d17x92 cementless - lot 51889470. Nb011z - as enduro tibial comp.offset cemented t1 - lot 51959113. Nb014z - as enduro femoral component cemented f1l - lot 51965668. Nr870z - as enduro meniscal component f1 10mm - lot 51910601. Nr400z - as nut f/femur extens.stem all sz.neutr. - lot 51931783. Nr861z - as enduro femur spacer distal f1 4mm - lot 51858932. Nr861z - as enduro femur spacer distal f1 4mm - lot 51900929. Nb036z - as enduro tibia hemi-wedge t1 8mm rl/lm - lot 51907378. Nb026z - as enduro tibia hemi-wedge t1 8mm rm/ll - lot 51786363.

Manufacturer narrative:
To note: this is a follow-up report because some more involved components were provided. Furthermore the product risk analysis was adjusted. Batch history review: the device quality and manufacturing hisotry records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specifiaction valid at the time of production. There are no similar complaints aginst the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the information available it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material or manufacturing problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that the bone degraded and/or the condylar was no longer sufficiently given. Micro movements resulting therefrom may have caused/contributed to a loosening of the interface between the shaft and the femoral component. This is only speculative without detailed x-ray figures. Another possible root cause for the mentioned failure could be an insufficient tightening of the femoral stem. It has to be taken into account, that afterwards it is not possible to determine if the stem was tightened with the prescribed torque of 27 nm. Conclusion and root cause: based upon the investigation results, the root cause of the problem is most probably patient and usage-related. Based upon the investigations results a CAPA is not necessary.